Event description:
On (B)(6) 2010, a physician was performing coupler anastomoses on multiple vessels, including the deep inferior epigastric to internal mammary. The physician reported that a 2.0 mm coupler failed to close completely and misaligned. The vessel was noted to be thin walled, with a vessel diameter of 0.2 to 3 mm. The physician reported that there was no slippage of the rings from the instrument prior to closure and there was a tight, but smooth, movement when turning the knob of the instrument. When attempting to close the rings together, the physician tightened the rings with a clamp as always, and stated that did not contribute to the fault. When the misalignment was noted, the physician stated that the misalignment was too far off to salvage. The anastomosis needed to be redone and another 2.0 mm coupler was used to complete the procedure. The patient's status is reported as "ok."

Manufacturer narrative:
The device was not implanted. The hospital returned the coupler rings and the used jaw assembly. The rings appear to have come together with one ring slightly higher in the jaw than the opposing ring. The returned pair of rings were stuck together and misaligned vertically. There was no evidence of bent pins or other ring defects and the jaw assembly had no defects. Since the pair of rings were stuck together, no functional testing was performed. The event was unable to be duplicated and it is unable to be confirmed if the rings were misaligned at the start of anastomosis or just prior to ring closure. According to the device history record, the devices met specification prior to market release. The 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.